Event description:
It was reported, when the deployer pulled back on the angio-seal cap, it broke apart. Blood poured out of the distal end of the insertion sheath. The deployer let go of the device to hold pressure on the puncture site. Another deployer assisted, the angio-seal was deployed, and hemostasis was achieved. Upon closer inspection of the device, it appeared that the carrier tube was split the entire length. The next day, upon examination, distal pulses in the patient were decreased. Ankle brachial index (aba) testing revealed diminished flow in the right leg. The next day, an angiogram was performed which revealed a filling defect near the popliteal artery. The patient underwent surgery. A foreign body was removed, sent to pathology, and returned to st. Jude medical for analysis. Reportedly, the patient recovered.

Manufacturer narrative:
One 6f vip was not returned for evaluation; however, a foreign body was returned in a specimen jar with water. Visual inspection revealed a foreign body which appeared to be the anchor, collagen, and suture. Measured dimensions: suture length from tip of anchor: 0.8". Microscopic analysis revealed the foreign body was the anchor, collagen, and suture. No anomalies were identified. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.